Event description:
The customer reported to baxter corporate product surveillance of a problem with the clearlink buretrol solution set. Anesthesia has been reporting air in line causing blood backing up. They are using this product as a substitute to the custom set 3c0157. Baxter representatives and clinical support have been in the hospital to enforce proper priming and clamping. The customer explained that this is not a product defect, rather the staff is used to the 3c0157 which has a checkvalve and does not allow for blood backflow. The condition is occurring when patients are transported from one area to another. It occurs when the buretrol is empty and the solution bag is rested on the patient's bed or hung during transport. The staff is not used to clamping the buretrol set prior to transport, but if it is clamped they do not have any issues. The facility has received the 3c0157 again and does not have to pay attention to clamping. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4).the device has been received and evaluated by baxter. The reported condition was confirmed, but not duplicated. The assignable cause was faulty phm (pumphead module) assembly. The phm assembly was replaced.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
The facility representative reported a colleague infusion pump with failure code 808:02. During product evaluation, it was discovered that the reported condition occurred during delivery. There was no report of patient injury or medical intervention are associated with this report. No additional information is available.the user interface module master software version for this complaint is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). During a review of the event history, it was discovered that failure code 808:02 occurred on (B)(6) 2010.

Event description:
Reporter indicated that the vns pt has been experiencing an increase in petit mal seizures. The reporter has indicated that he believes the vns generator to be approaching end of service resulting in the increase in seizures. It is not known how the seizure frequency compares to the pre-vns baseline. Diagnostics show normal device function and the generator is not yet at end of service. A battery life calculation was performed that estimated approximately 0.7 years until end of service. Surgery to replace the vns generator prophylactically appears likely.